Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Concomitant medical products: tacticath ablation catheter, se, fast-cath introducer swartz sl x2, inquiry steerable catheter, advisor fl, mapping catheter, se.

Event description:
Related manufacturing ref: 3005334138-2019-00378, 3005334138-2019-00406, 3005334138-2019-00407, 2030404-2019-00062, 3005334138-2019-00408. Following a left atrial pulmonary vein isolation procedure, a pericardial effusion was noted during a routine post procedure ultrasound. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.